Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 12. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2025, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis. No further patient complications were reported.